Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that two absorb scaffolds, sizes 3.0x18 and 3.0x12 mm, were implanted in the proximal and distal circumflex coronary arteries on (B)(6) 2014. The patient began having bad angina at rest in (B)(6) 2016. The angina was relieved with nitroglycerin spray. The angina was classified as unstable angina. The patient had a follow-up appointment with the cardiologist on (B)(6) 2017. Electrocardiogram showed normal sinus rhythm with no changes in the st segment. A coronary angiogram was scheduled for (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.